Event description:
The companion 2 driver was not supporting a pt. The customer reported that the companion 2 driver was in storage and plugged in to wall power. The customer also reported that while performing a system check the companion 2 driver exhibited an emergency battery alarm. This alleged failure mode poses a low risk to a pt because the issue was observed when the companion 2 driver was not supporting a pt. In addition, it would not prevent the driver from performing its life sustaining functions. The companion 2 driver has redundant power source of onboard batteries and external wall power. The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
Evaluation of the emergency battery concluded that it had an over discharge event to the point of cell damage, which caused the internal safety firmware to permanently disable the battery's functions. The root cause of the over discharge conditions could not be determined, however the emergency battery over discharge conditions indicated that the companion 2 driver was likely left without power for a long enough period of time to completely drain the emergency battery, resulting in the permanent fault and the disabling of the battery. The emergency battery was taken out of service. The companion 2 driver was serviced and passed all final performance testing. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The companion 2 driver was returned to syncardia for evaluation. Efforts to reproduce the customer-reported emergency battery error alarm during failure investigation determined that the driver did not meet the test acceptance criteria and the customer reported issue was duplicated. Review of the electronic patient file confirmed that the driver exhibited emergency battery error alarms which confirmed the customer reported issue.